Manufacturer narrative:
The customer¿s report the IV tubing broke off in the line was confirmed. Visual inspection observed that a portion of the set¿s male luer tip was broken off and separated from the set. Closer inspection under magnification observed that the break site¿s surface showed signs of stress marks and was jagged and uneven. No other anomalies or separations were observed. The broken male luer tip was not expected to have occurred during manufacturing assembly as the break was observed during use. It was concluded that an excessive external lateral/leverage force was applied to the primary set¿s male luer when disconnecting from the extension set, thus causing it to break. The root cause of the excessive force was not definitively determined. A device history record could not be performed due to no lot number was provided by the customer. Previous investigations have shown that breakage may result from overtightening of the male luer on the mating component. In addition, if the male luer was overtightened upon connection, then it would have been difficult to disconnect the male luer from the mating component. An excess application of force may have been exerted upon disconnection, resulting in the breakage. In addition, previous similar investigations have found that if the application of alcohol was not allowed proper time to dry when connecting the mating components, it could create a bond between the two components resulting in difficulties during disconnection. H3 other text : see h10.

Event description:
It was reported that the as lvp 20d 2ss cv tubing broke off in the patient's cvp line. The following information was provided by the initial reporter: "#542793 IV tubing broke off in patients cvp line. Wasted medication, time, and supplies"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as lvp 20d 2ss cv tubing broke off in the patient's cvp line. The following information was provided by the initial reporter: "#542793 IV tubing broke off in patients cvp line wasted medication, time, and supplies"